Manufacturer narrative:
Upon follow up, it was reported that the cause of peritonitis was a breach in aseptic technique which was described as "the patient dropped the needle when setting the dialysis but instead of changing it, the patient proceeded with the therapy." On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified with antibiotics (dose, route and frequency not reported) for peritonitis. Pd catheter was removed while in hospital and had a temporary one inserted in the groin and the patient was started on hemodialysis. At the time of this report, the patient was discharged from the hospital and was recovering. Upon discharge, the catheter in the groin was removed and one was inserted in the neck. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.